Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shut down whenever a specific drug was pulled. A field service engineer arrived on site and found the station was dead, with no fan activity and no light emitting diodes (leds). External devices were disconnected from the main cabinet, but the station still did not power on. The main pixie bus and med cart cables were then disconnected from the communication sled, and power was restored. After removing the back panel, the bus cables in the main cabinet were examined, and adjustments were made to relieve tension, particularly behind drawer 1 where cables appeared compressed. The pixie bus cable was reconnected to the communication sled, and the station powered on successfully. The med cart bus cable was then reconnected, and the station continued to power on without issue. Cables behind drawer 1 were further adjusted to prevent compression. The back panel was reinstalled, and the station remained powered on. An application was started successfully, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shut down when attempting to dispense a specific medication oxy syrup from main drawer 1 full-height cubie drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.